Event description:
The customer reported that the system failed to properly save and recall pt image date. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.